Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump leaks at the infusion site. The customer's blood glucose reading was 440 mg/dl at the time of incident. Customer was advised to change out the infusion set as fast as possible. No further details given.